Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no "non-conformances" or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the connection between the fresenius safe lock connector to the baxter solution bag during dwell 1 of pd treatment. The leak began during dwell 1 of treatment. There was no fluid leak observed within the cycler. The patient's contact indicated they would continue treatment. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the patient¿s notes were reviewed and it was indicated that the patient visited the clinic and was re-trained on connecting the connector to a solution bag, however, the pdrn was unable to confirm if the issue was as a result of use error. Patient was not treated with prophylaxis and no cultures were taken. Reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The connect used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.